Event description:
During a percutaneous transluminal angioplasty (pta) to the abdominal aortic aneurysm, it was reported that a maxi-ld was delivered to the lesion for post-dilation; the physician noticed under fluoroscopy that the position of the marker band of the device was not in the correct position. Therefore, it was removed from the patient and another maxi-ld (same size) was used. The procedure was finished successfully and there was no patient injury. The product looked normal when removed from its packaging. There was no difficulty flushing the device with saline. It is unknown if any positive or negative pressure was applied to the balloon at any time during the procedure or prep. The device did not kink or bend at any time prior to the resistance/friction. No resistance was experienced with the maxi balloon advancing to the lesion. No excessive force was applied to the device during insertion or any time. No other damages were noticed on the device. The maxi-ld was being used for aaa. No issue were reported with the aaa product. The lesion was not calcified and tortuous. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the abdominal aortic aneurysm, it was reported that a maxi-ld was delivered to the lesion for post-dilation; the physician noticed under fluoroscopy that the position of the marker band of the device was not in the correct position. Therefore, it was removed from the patient and another maxi-ld (same size) was used. The procedure was finished successfully and there was no patient injury. The product looked normal when removed from its packaging. There was no difficulty flushing the device with saline. It is unknown if any positive or negative pressure was applied to the balloon at any time during the procedure or prep. The device did not kink or bend at any time prior to the resistance/friction. No resistance was experienced with the maxi balloon advancing to the lesion. No excessive force was applied to the device during insertion or any time. No other damages were noticed on the device. The maxi-ld was being used for aaa. No issue were reported with the aaa product. The lesion was not calcified and tortuous. The product will be returned for analysis. One non sterile maxi ld 7f 15x4 110cm was received coiled in a plastic bag. Balloon was previously inflated and deflated. No damages were noted in the device. During microscopic analysis, marker band was found in its original position. The distance between the marker band and the distal tip was measured and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported marker band-offset/out of position-in patient was not confirmed since the positioning of the marker band was found to be within specification. The exact cause of the difficulty experienced by the customer and contributing factors could not be determined. Neither the DHR nor the analysis suggests a design or manufacturing related issue; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. Review of lot 15898081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.